Event description:
It was reported that pump issued recurring cartridge alarm 20 while customer was using current cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance to reload current cartridge, successfully resumed insulin delivery with pump, and planned to continue using pump while relying on alternate insulin method if necessary, and technical support arranged pump replacement even though pump was out of warranty, while customer declined an out-of-warranty loaner pump.